Event description:
The customers daughter reported via phone call that the customer were dispatched to emergency medical services due to low blood glucose. Blood glucose level at the time of the incident was 47 mg/dl. Customer was in intensive care unit. Customer had symptoms of low blood glucose was unconscious. Customer alleged the insulin pump was over delivering. The care take said the customer may gave herself 200 to 400 units of insulin. Auto mode feature information was unknown. Customer declined to troubleshoot for high blood glucose. The insulin pump and reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.